Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication(s) experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: post a da vinci assisted right colectomy procedure, the patient experienced an anastomotic leak. There was no allegation of a malfunction of the da vinci surgical system, instruments and/or accessories during the surgical procedure. Due to the limited information provided it is unknown what caused or contributed to the post-operative complication experienced by the patient.

Event description:
It was reported that post a da vinci assisted surgical procedure, the patient returned to the hospital due to a post-operative anastomotic leak. On 09/15/2016 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present during the surgical procedure. The affected patient underwent a da vinci assisted right colectomy procedure on (B)(6) 2016 and on an unspecified date, the patient presented symptoms of a post-operative anastomotic leak. The leak was found to be located on the posterior side of the anastomosed tissue. The csr indicated that during the surgical procedure the surgeon used intracorporeal anastomosis (ica) techniques using the da vinci stapler instrument with a blue stapler reload. No malfunction of the da vinci surgical system, instruments and/or accessories occurred during the surgical procedure. According to the csr, there were no intra-operative complications experienced by the patient and the planned surgical procedure was successfully completed. The surgeon told the csr that he was very pleased with the outcome of the anastomosis created with the da vinci stapler instrument. The csr indicted that no other surgical techniques were used to create the anastomosis and buttress material was not used. The csr indicated that the patient underwent a laparoscopic surgical procedure to repair the leak. No other information was provided.

Manufacturer narrative:
On (B)(6) 2016 intuitive surgical, inc. (Isi) received additional information from the surgeon who performed the primary surgical procedure. According to the surgeon the patient expired on (B)(6) 2016 due to post-operative cardiac and pulmonary complications after undergoing the secondary surgical procedure to repair anastomotic leak. The surgeon indicated that the patient was a (B)(6) old female with chronic obstructive pulmonary disease (copd), was a heavy smoker, had some malnutrition, and colon cancer. The patient underwent the primary surgical procedure on (B)(6) 2016. According to the surgeon, during transection of the patient's tissue, he did not observe any issues and the anastomosis went as planned and there were no staple lines near the location of the tumor. However, according to the surgeon at some point during the procedure he observed bleeding from a portion of the mesentery that was also stapled. There was also bleeding near the staple line, but he believes that the bleeding was from tension when the stapler 45 instrument was fired causing a tear to a small vein. The venous bleeding was controlled with a hemostatic agent and the application of pressure. There was also some arterial bleeding from the staple line, which he was able to control with a clip and he believes that the arterial bleeding occurred because he had not skeletonized the vessel enough, but tried to staple the mesentery en mass. The surgeon indicated that during the primary surgery he inspected the anastomosed tissue using direct visualization and he found no issues. Two days post-op the patient presented symptoms of an anastomotic leak. The patient experienced tachycardia and had some hypotension. The patient then underwent a CT scan to diagnose the leak and then direct visualization in the operating room during the secondary procedure. The leak was located in the middle of the posterior staple line. The surgeon indicated that he does not know why the leak occurred. However, during the case there was a point when he had to inspect some bleeding behind the anastomosed tissue. The surgeon speculated that one of the following may have caused the post-operative leak: when he pulled the anastomosis medially to inspect the tissue behind it, it was possible that this created tension on the staple line, the patient's age, copd and had some evidence of malnutrition or there may have been an issue with a staple not firing correctly. There is no video recording of the primary surgical procedure.